Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos revealed one tube with an incorrect stopper (red), which had been applied to an edta tube (should have been grey). A total of 100 retained samples were visually inspected, and no red stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® k2e (edta) 7.2 mg plus blood collection tubes that 1 tube had an incorrect color stopper. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that 1 tube had an incorrect color stopper. No health impact or consequence reported.